Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft damage/separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial filed report, additional information received indicated that a stent had not been previously implanted in the path of the target lesion and that, although the physician was aware of a proximal shaft separation, the shaft had not completely separated during use; it is not known exactly when the shaft completely separated. The failure to cross was due to patient anatomy. During withdrawal of the 2.5x23 xience v rx stent delivery system (sds), slight and gentle force had been applied. No additional information was provided.

Event description:
It was reported that during the procedure, a 2.5x23 xience v rx stent delivery system (sds) was advanced via radial access toward a mildly calcified 80% stenosed, de novo lesion in the distal circumflex coronary artery, however the sds failed to cross the lesion, reportedly due to an old unspecified stent. The 2.5x23 xience v rx was withdrawn from the anatomy with resistance felt. A 2.5x18 xience v sds was able to cross and treat the lesion. There are no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the device with its hypotube (proximal) shaft separated. Additional information received indicated that the shaft separation occurred during use in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Device withdrawn against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.